Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock lead impedances measuring from 60 to 146 ohms and pacing lead impedances measured 600 ohms to 780 ohms since implant. Due to this, the physician decided to explant the lead during a routine device change out procedure. The lead is expected to be returned. No additional adverse patient effects were reported.